Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert to replace the sensor occurred. Data was evaluated and the allegation was confirmed . The probable cause was determined to be an early sensor expiration. The reported event of a replace sensor alert is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.